Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an inaccurate fill estimate after loading a cartridge. Reportedly, the cartridge was filled with 250 units of insulin, and after delivering approximately 20 units, the insulin gauge displayed a fill estimate of over 145 units. There was no reported impact to the customer's blood glucose level. During a follow-up call on 10/11/2017, the customer reported that the fill estimate recalculated to an accurate insulin gauge value.